Event description:
It was reported that the patient's pump exhibited under infusion and that the pump is alarming for no disposable clamp tubing. The patient was instructed to hit the start and stop button to silence alarm, the settings were reviewed and the pump was powered off. The clamp was closed and the cassette was removed. The patient was instructed to gently tap the cassette to disperse air bubbles in the line and press the green release. The cassette was replaced and pump was powered on, but it continues to alarm. The pump was again powered off and the cassette was removed, the cassette was gently tapped and the line was massaged to disperse air bubbles in the line, the green release was pressed. The cassette was replaced and pump was powered on, still the pump continued to alarm. The pump was again powered off and the patient was advised to call the clinic for further instructions. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.